Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value. Customer blood glucose value at the time of incidence was 486 mg/dl and current blood glucose was 68mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer was not alleging pump was under delivery of insulin and auto mode feature was active. The customer was treated with manual injection. The device is not expected to be returned for analysis.